Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the guidewire became stuck in the catheter. During the procedure the physician was attempting to fix an unrelated spline inversion when they found the guidewire was stuck inside the catheter. The catheter was removed from the body and they saw that tissue was trapped at the tip of the catheter. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is not expected to be returned for analysis as it was discarded by the facility.